Event description:
It was reported that once the patient start inflating the device is difficult to pump up the tenacio implant. It was reported that the pump was too difficult to use. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.